Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose was 16 mmol/l with nausea and vomiting. It was reported the patient was hospitalized on (B)(6) 2017 and was treated with insulin via pump and intravenous fluids. An intermittent power issue on (B)(6) 2017 was reported. It was reported the battery cap was never changed and the battery compartment was cracked. A healthcare provider reportedly had recently changed the pump¿s basal rate and bolus settings. It was reported the patient was on anti-rejection medication which may have contributed to the reported health event. This complaint is being reported because the reported adverse event was attributed to a device malfunction.